Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist in one sample cassette from p/n 21-7302-24 without its original packing and in used conditions. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The sample was connected to the cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficult, the pump was set running and no alarm activated. The customer's reported problem could not be duplicated. The root cause could not be determined since the complaint was not confirmed due to the sample tested and no alarm activated, and no fault found.

Event description:
Information was received indicating that during the use of a smiths medical cadd cassette reservoir a "no message" alarm went off. Subsequently, the customer detached the cassette from the pump and then attached it again, but the "no message" alarm followed again. It was also reported that the customer replaced the pump with another pump and infusion was possible. No patient injury was reported. No adverse effects were reported.